Event description:
Procedure: lap appendectomy. According to the reporter: bag broke during the specimen retrieval portion of a gall bladder removal. When pulling the appendix out through the umbilical site, the bad that contained the appendix ripped, causing spillage of bowel contents into the wound. The wound was washed out and packed with iodoform. Pt has been discharged.

Manufacturer narrative:
(B)(4)